Manufacturer narrative:
It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device would not be available to be returned to the manufacturer for analysis. Approximate age of device - 6 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient was found expired at home and the cause was unknown. Per vad coordinator, the device worked as expected and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist system and the patient's outcome could not conclusively be established. It was reported that the patient expired and the patient¿s cause of death was not determined. No device or therapy related issues were reported. The device was operating as intended and will not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event. The heartmate ii IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system.